Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 correction: b3 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported by the customer that they do not believe the issue was caused by a defective device. However, no other additional information was provided.

Manufacturer narrative:
E3 - occupation: supply chain operations specialist I. H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cope mandril wire guide broke during an unknown procedure for an unknown patient. The separated portion remains in the left leg of the patient. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Nvestigation ¿ evaluation.it was reported that a cope mandril wire guide broke during an unknown procedure for an unknown patient. The separated portion remains in the left leg of the patient. It was reported by the customer that they do not believe the issue was caused by a defective device. However, no other additional information was provided.reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, and instructions for use (IFU), were conducted during the investigation.the complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots did not reveal any quality control discrepancies. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. This lot is not supplied with an instructions for use (IFU) pamphlet. The distributor places proper labeling.based on the available information, no product returned, and the results of the investigation, a definitive root cause was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.